Event description:
Event description boston scientific received information that this transvenous defibrillation lead had microdislodged. The pacing thresholds had increased and sensing was low. There were no patient symptoms reported with this clinical observation.